Event description:
Additional information received from the patient reported that the stimulator was going to be removed on (B)(6) by an orthopedic surgeon.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received from a manufacturing representative (rep) reported that the patient had the implantable neurostimulator (ins) and lead removed today, mainly due to coverage issue. During the revision there were no allegations of a system use issue. The patient was not replaced with another system. It was not known if that helped the spasms for the patient. The devices were returned to the manufacturer for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient who was implanted with a neuro stimulator for spinal pain. It was reported that the spinal cord stimulator (scs) device would turn on and off. Also, stimulation was not in the right place. The patient had very good coverage after implant and at a later unknown date the patient reported to the clinic that coverage was no longer effective. A CT scan was performed and the clinic acknowledged that the lead was in a good position and there was no fluid around the lead. Programming was offered. The issue was not resolved at the time of the report. No surgical intervention occurred and it was unknown if any was planned. A healthcare professional (hcp) later reported that the patient first started experiencing the issues with the scs device in september 2015. Multiple reprogrammings were performed. They could not determine the cause of the issues. The patient later reported that the trial was excellent. It lasted ten days and he felt so good that he forgot to take his pain medication. Currently there was a loss of therapeutic effect, muscle spasms, and charlie horse. The implant device had not helped except for about 3 weeks. There was intermittent therapeutic response since implant. The stimulation change was not reported to be related to positional movement. The patient did not know what caused the spasms. He was reprogrammed by a rep in (B)(6) 2015 and the first incident wasthe morning after he did some light yard work in late (B)(6), then most recently on (B)(6) 2015 about 3 hours after his appointment and he was lying in bed there was some surging while lying down. There was no trauma or fall that could be related to the issue. The patient programmer (pp) showed that stimulation was off. After the first incident he was told to turn the stimulation off for 3 weeks and on (B)(6) 2015 the patient decided to turn stimulation off after he experienced the spasms and charlie horse. Since stimulation had been turned off the spasms and charlie horse had subsided so the patient did not want to turn stimulation back on. The clinic told him that he either had to have the device reprogrammed and if reprogramming didn't help then the patient could either turn stimulation off and leave it in his body or have the device removed. The patient was seeing the surgeon's assistance next week to consult about scar tissue. The location of the symptoms reported were in the back, left leg, and a little in the right leg. It was noted that the patient had had about 6 reprogramming sessions so far and the one time it helped was when he was reprogrammed by a rep in (B)(6) 2015. The patient mentioned that he had a blood panel performed on (B)(6) 2015 to rule out any infection than on (B)(6) 2015 he had a CT scan and was told that everything looked good and the lead was in the right place. Since stimulation was not helping he was back to taking all of his pain medication and felt horrible. A rep later reported that after programming on (B)(6), the patient left the clinic happy at that time. Some of the issues with this patient were that he had a history of drug seeking. His physician that prescribed his medication had passed away so he was not getting the narcotics he was used and the pain management clinic he went to now would not prescribe the medications the patient wanted. The patient was really upset because they would not give him a prescription for pain medication. The rep reported that the system was working the way it was supposed to. There were no malfunctions or problems with the stimulation system. The patient was just not happy with it. The rep believed the patient would be having the system explanted in the near future but did not have a date. Further follow-up is being conducted to determine what the circumstances were that led to the issues and what steps were taken to resolve those issues. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)) found no significant anomalies and was functionally okay. The returned device and a control device were tested. Both devices functioned properly throughout the duration of the test. Both devices were set to the parameters of the explanted device had when received for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.